Event description:
Caller reported an accidental delivery of too much insulin occurred during the fill tubing step while connected to pump. Blood glucose level was noted to be below 70 mg/dl, specifically recorded at 43 mg/dl. Customer consumed carbohydrates to address bg. The customer contacted their healthcare provider, suspended insulin delivery, and sought clarification on insulin measurements from cts, which was provided.